Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received indicated that the patient had (B)(6) and drainage from the area of the implantable cardioverter defibrillator (ICD) pocket was noted. There were no additional adverse effects reported. The product was explanted.